Manufacturer narrative:
Correction is being made to previously submitted d9 ¿ device available for evaluation. Correction is being made to previously submitted e2/e3 ¿ health professional/occupation (inadvertently omitted). Correction is being made to previously submitted h6 ¿ type of investigation (b14 was listed in error). Correction is being made to previously submitted h6 ¿ investigation findings correction is being made to previously submitted h11 ¿ additional mfg narrative ¿a root cause could not be identified. Based on the results of the investigation, it is likely the footswitch led to the malfunction.¿

Manufacturer narrative:
The device was not returned for evaluation based on the results of the investigation, it is likely that the following led to the malfunction: a likely cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the generator exhibited e433 self-reboot error during set-up. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.